Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type recharger, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389s-40, lot# v006360, implanted: 2006-(B)(6), product type lead, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type extension, product ID 3389s-40, lot# v006360, implanted: 2006-(B)(6), product type lead, product ID 37612, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator, product ID 748251, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had presented to the emergency room two days prior to the date of this report with a complaint of worsening dystonia symptoms on the left cervical region. The patient was scheduled for a revision on the date of this report. Patient had greater than 40,000 on the right generator c<(>&<)>0, 0<(>&<)>1, 0 <(>&<)>2, and 0<(>&<)>3. C<(>&<)>1 was 1200, c<(>&<)>2 was 869, c<(>&<)>3 was1723, 1<(>&<)>2 was 1127, 1<(>&<)>3 was 2140 and 2 <(>&<)>3 was 1465. The patient¿s settings were 0-2+ 5.3v, 270 micro and 185 hz. No trauma x-rays were taken and no fractures were noted. It was noted that the healthcare professional had first tried to replace adaptor and clean the connector and run impedance test but the patient still had high impedance on the same contacts. The extension was replaced and impedances were all within normal limits. Therapy impedance with new extension was 1567 ohms, 3.352 ma. The patient was last seen in october and impedances were within normal limits. Additional information received reported there was a break in the extension but not a full break. The outer casing was not broken. Patient was doing fine and was receiving effective therapy.